Event description:
Edwards received notification from the implant patient registry that a patient with a 20mm sapien 3 ultra resilia valve, implanted in the aortic position in a previous edwards surgical valve for 5 months and 14 days, underwent an explant procedure due to stenosis and limited leaflet excursion. Per the medical records, the patient presented with signs of bioprosthetic aortic deterioration. Under general anesthesia, the patient underwent tee which showed severe viv tavr stenosis. Upon opening the aorta, the tavr valve was found to be well positioned inside the edwards surgical valve, with somewhat normal leaflets without calcification but with limited leaflet excursion. A 21mm edwards surgical valve was implanted. The patient tolerated the procedure well and was transferred to the ICU in stable condition. The patient was discharged on pod 8. The pathology report of the explanted tavr valve showed, three tan, soft, and grossly unremarkable leaflets.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. Updated a2, b1, b5, b7, and h6. The investigation is in progress, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned for evaluation. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints valve leaflet motion restricted and stenosis were confirmed through medical record. A review of lot history, complaint history and DHR did not indicate any manufacturing nonconformances that could have contributed to the reported event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As noted, ''patient presents with signs of bioprosthetic aortic deterioration. Under general anesthesia, the patient underwent tee which showed severe viv tavr stenosis. Upon opening the aorta, the tavr valve was found to be well positioned inside the intuity valve, with somewhat normal leaflets without calcification but with limited leaflet excursion''. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. Per medical record, patient had hyperlipidemia (hld). Hyperlipidemia has been found to be associated with aortic valve stenosis and to resemble the inflammatory process of atherosclerosis in many studies. Available information suggests that patient factors (hyperlipidemia) may have contributed to the complaint event . No device or labeling problem was identified during the evaluation. Therefore, no further escalation is required. For the complaint of valve leaflet motion restricted, when the valve stenosed, it could affect the function and lead to suboptimal coaptation of the leaflets resulting in restricted leaflet motion. As such, available information suggests that patient factors (stenosis) may have contributed to the reported event. No device or labeling problem was identified during the evaluation. Therefore, no further escalation is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
Edwards received notification from the implant patient registry that a patient with a 20mm sapien 3 ultra resilia valve, implanted in the aortic position in a previous edwards surgical valve for 5 months and 14 days, underwent an explant procedure due to unknown reasons. A 21mm edwards surgical valve was implanted in replacement. No additional details were provided.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted. H3 other text : device not returned.